Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. Bnpt5413, 3i t3® with dcd® tapered implant 5/4 x 13mm-lot# 2020110170. Fax number and last/given name unknown / not provided. PMA/510(k) number not available. No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. Location of device unknown.

Event description:
Customer reported that the implant dropped from the driver and the procedure was completed with another implant. They do not know which driver was used.